Event description:
A center director reported patient with transient light sensitivity syndrome/photophobia at lasik three month post-operative visit. Reporter noted that patient commented about having "halos." Additional information indicated patient's topical steroid dosage was increased. Additional information has been requested. This report references the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).